Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact on the customer's blood glucose level. Tandem technical support arranged to send a replacement pump with updated software and instructed the customer on using manual injection as backup therapy to ensure continuous insulin delivery. The customer was also advised on the necessary steps before returning the faulty pump via ups.